Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of injury caused to the stomach wall requiring placement of a clip. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that during the placement of the peg tube, a loop was cut and injury was caused to the stomach wall. The peg tube was left in the stomach. On an unknown date, the peg tube was removed, and a new peg tube was placed. A clip was placed on the stomach wall injury. It was reported that the patient remained hospitalized for monitoring. No further information was provided.